Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain testing. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. Unknown symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).